Event description:
It was reported that the patient presented in the clinic for follow-up, and a remote transmission showed an episode of non-sustained right ventricular oversensing due to post-paced t-wave oversensing. Programming changes were discussed but not made at this time. No patient symptoms were reported.